Manufacturer narrative:
Evaluated 3 open or used reservoirs. Performed pre-fill reservoirs test per dop114-811 and es9041. Found no leakage anomaly during filling.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had leak at o ring. Customer's blood glucose level was 140 mg/dl. Customer reported that reservoir had liquid inside. Customer discarded the reservoir. Customer stated that o ring was splits. Customer tried two reservoir and the issue was still persist. Reservoir will be returned for analysis.